Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. The device has been reprogrammed. The patient was in stable condition.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.